Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second dilation, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopuc examination of the device identified no issues with the blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 8mm distal to the distal end of the proximal markerband. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the damage identified. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device as well as the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second dilation, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.